Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. However, the possible root cause for this issue reported by the customer could be due to an excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This report is linked to mfg report numbers: 3013886523-2022-00136 and 3013886523-2022-00135. Initially, it was reported that both direct link were showing negative values after 2-24 hours after implantation. The sensor was replaced and one hour surgical delay was reported because when the sensor was replaced, the negative readings persisted; therefore, the sensors were not the cause. The monitoring continued with a competitor module available. After evaluation no issue was observed for both monitors. Therefore, this report is for the sensors.